Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited white foreign material on the air/water cylinder and air/water tube. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the device name on the b5. Corrected fields: b5. Updated fields: h2, h11. The b5 was erroneously submitted with incorrect device name. The correct device name is duodenovideoscope.